Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse was able to reproduce the reported event. The issue was resolved by checking the waste tubing for kinks and running samples. The instrument was validated by performing quality control (qc) and patient sample. The qc results passed and was within published ranges. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 26feb2020 through aware date of 26mar2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2232] bf overflow sensor 2 failure. Cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact tosoh local representatives. Check s133. The most probable cause of the reported event was due to a kinked waste tubing. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2232 bf overflow sensor probe 2. The customer indicated that they have already been in contact with the field service engineer (fse). The customer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.